Manufacturer narrative:
It was reported that on (B)(6) 2026 an individual experienced eye splash exposure when the waste bowl lid "blew up" and allowed "pressurized blood being pushed out of the syringe into the [waste] bowl" to exit the device. Per the facility, the waste bowl lids are "flimsy." The facility stated that after exposure, the individual performed an "eye flush" and reported to "employee health." The facility reported that the source patient was positive for hepatitis c and the individual did not receive post-exposure prophylaxis. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026 an individual experienced eye splash exposure when the waste bowl lid "blew up" and allowed "pressurized blood being pushed out of the syringe into the [waste] bowl" to exit the device. Per the facility, the waste bowl lids are "flimsy." The facility stated that after exposure, the individual performed an "eye flush" and reported to "employee health.".